Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d9 (device available for eval?, return to manufacture date), d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that once the unit was powered their was an audible sound coming from the rear panel fan. Attempting to disconnect and reconnect the fan and the sound was still present while the unit was powered on. The unit was able to complete an autofill, and upon further inspection a code 59 was previously activated. The fse replaced the rear panel fan and compressor fan (0012-00-1564-01) as precaution. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a fan failure detected message. There was no patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that once the unit was powered their was an audible sound coming from the rear panel fan. Attempting to disconnect and reconnect the fan and the sound was still present while the unit was powered on. The unit was able to complete an autofill, and upon further inspection a code 59 was previously activated; ¿fan speed on one or both is 15% below expected speed¿. The fse replaced the rear panel fan and compressor fan (0012-00-1564-01) as precaution. Device passed the performance and safety checks according to factory specifications.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 5-feb-2026. The failure analysis and testing dept. Received part number: 0012-00-1564-01_d cable assy fan serial number: (B)(6), part number: 0012-00-1564_d cable assy fan serial number: 23 24_ebm with a reported unit fan failure detected error message. The fat dept. Performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The fat dept. Installed the received part number: 0012-00-1564-01_d cable assy fan serial number: (B)(6), and part number: 0012-00-1564_d cable assy fan serial number: (B)(6) into cardiosave test fixture serial number (B)(6). Testing was conducted both jointly and separately in accordance with factory specifications outlined in cardiosave service manual number 0070-00-0639 rev. R. The functional testing was performed for approximately two (2) hours. During this evaluation, the fat dept. Was unable to reproduce the reported failure. The fan assemblies are being retained in the fat dept. In accordance with procedure number 0002-07-d008 rev.au.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure error message. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.